Event description:
It was reported a malfunction in which the legion cross over with journey ii lock didn't have the divets in the poly for the use of the journey ii gun for insertion. Delay longer than thirty minutes reported.

Manufacturer narrative:
The associated complaint device were not returned and evaluated. The lab analysis concluded, a few scratches were noted around the anterior and lateral sides of the insert. Scratches and minor material deformation were observed on the articulating surface of the insert, and the post appeared undamaged. Per the reported complaint, divots along the anterior periphery of the insert were not present. However, these divots were never a part of this insert¿s design. No manufacturing deviations were noted on the insert. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed.